Event description:
The pt reported that their one touch ultra meter kept giving them the error 4 message. This issue was not resolved with troubleshooting. The pt was asked to clean the meter properly and then retest, but the issue still persisted. They did contact a medical professional for advice, but did not receive any treatment. A replacement meter was sent to the pt. There is no further clinical info provided.